Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation due to high impedances. Reportedly the patient experienced a fall. System diagnostics confirmed high impedances. Surgical intervention may occur later to address the issue.

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2018-10228. Additional information gathered revealed the patient therapy and high impedance issue was related to a lead fracture due to the patient manually twisting their ipg. As a result, the patient's lead was explanted and replaced. The doctor also added more sutures to help stabilize the patient's ipg. Surgical intervention addressed the patient's issues.